Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported the stimulation was too strong last night and they are unable to connect the communicator with the neuro patient programmer. Patient stated they were able to charge the handset and communicator, but now they want to adjust the stimulation today because it was a little too strong. Agent walked patient through closing out of all running applications and attempting to connect to the patient therapy application. Patient reported seeing communicator not found. Agent had patient press the power button on communicator and patient reported seeing orange instead of green lights. The issue was not resolved through troubleshooting. The patient was redirected to call back once the external equipment is charged for further assistance.